Manufacturer narrative:
Pending investigation. D10. Concomitants: 4414047, 200-07-29 - advanced patella 29m 3 peg implant. 4779730, 521-78-23 - threaded pin size 2.3 collared 2pk. 4890431, 02-020-11-0235 - truliant ps cem fem ps cem left sz 3.5. 4900972, 02-022-45-3525 - truliant tib fit tray cem sz 3.5f / 2.5t.

Event description:
As reported via legal documentation, a patient had bilateral knee replacement on (B)(6) 2017. There has been no report of revision surgery, or plan/scheduled follow up noted. The patient claims to have suffered and continue to suffer permanent and debilitating injures and damages, including but not limited to, significant pain and discomfort; swelling; instability; gait impairment; difficulty ascending and descending stairs; and other injuries presently undiagnosed, which all require ongoing medical care. There is no other patient demographic or medical history available. There is no information on the surgical procedure or patient outcome. There is no device return. There are no photos or other images of the device provided. No additional information is available.

Manufacturer narrative:
H6: corrected the following: health effect - clinical code, health effect - impact code, medical device problem code, component code, type of investigation, investigation findings, investigation conclusions manufacturer narrative updated: the reason for the reported event cannot be confirmed from the information provided but may be due to prosthesis wear and instability and/or inclusion of the polyethylene in the packaging recall. Potential contributions of user or patient-related considerations to the event could not be assessed as the devices were not available for evaluation and no images, radiographs, or relevant clinical information was provided.